Event description:
Toxic shock syndrome due to (B) (6) [toxic shock syndrome staphylococcal]; fever of 103 [pyrexia]; sunburn redness all over [generalized erythema]; ill [malaise]; hypotensive (70/30) [hypotension]. Case description: a consumer reported that her adolescent daughter, (B) (6), used the tampax pearl new ultra absorbency tampons for the first time beginning (B) (6) 2009, with last known use possibly greater than 8 hours at bedtime on (B) (6) 2009, and was admitted to the hospital with toxic shock syndrome after becoming ill on (B) (6) 2010. Her symptoms included a fever of 103 f, sunburn redness all over, and she was hypotensive (blood pressure 70/30). She was taken to the ER before being admitted to the intensive care unit (B) (6) 2010 through (B) (6) 2010. Treatment included: IV vancomycin for two days until cultures indicated she had (B) (6), IV clindamycin, vasopressors norepinephrine and dopamine, and IV fluids bolus to maintain her blood pressure while in intensive care, unspecified antibiotics, and keppra by mouth through (B) (6) 2010. She was discharged from the hospital on (B) (6) 2010 and followed-up with her primary care physician who gave her a clean bill of health with instructions not to use tampons ever again. The case outcome was recovered. Past medical history included: drug allergy - sulfa. Concomitant medications included: none reported. Other product used previously without incident: yes - has used tampons for 1.5 years. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not received to date, therefore, unable to proceed with product investigation. (B) (4).